Event description:
The customer reported being hospitalized due to low blood glucose. The customer is experiencing low glucose for the past month. The customer's most recent glucose reading was 345mg/dl, and he has treated with the insulin pump. Troubleshooting was performed. The programming, time and date were correct. The customer sated that he is going frequently to the hospital due to his high and low blood glucose. The customer requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.